Event description:
It was reported patient had revision of left hip due to something going wrong with accolade neck trunnion. Doctor removed accolade hip stem, 44 + 4 head and 44 g liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Bony material was observed adhered to the proximal stem surfaces. All surfaces of the trunnion exhibited wear from movement against the femoral head taper, with predominant material loss on the medial and laterals sides. No original machined surfaces remained." The mar concluded that "no material or manufacturing issues were observed on the device features evaluated." Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and determined that no material or manufacturing issues were observed on the device features evaluated. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event.

Event description:
It was reported patient had revision of left hip due to something going wrong with accolade neck trunnion. Doctor removed accolade hip stem, 44 + 4 head and 44 g liner.